Manufacturer narrative:
Age at the time of event - 18 years or older.

Event description:
It was reported that there were no rpm display. Vascular access was obtain via femoral artery. The 85% stenosed, 28mmx 3mm, >45 bend, concentric target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A rotablator console was selected for use. During procedure, the console was functional; however, the digits of the tychometer was not visible. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at the time of event- 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. A rotablator console, dynaglide foot pedal and braided hose were returned in good condition. Visual inspection of the rotablator console found no issues. All connectors functioned correctly. The rotablator console powered up but failed the rotablator functional feature test due to pressure not being within range. The dynaglide foot pedal failed the rotablator functional feature test due to the connector on the blue hose being unable to connect to the connector on the console. Visual analysis of the remainder of the foot pedal presented no other damages or irregularities. Visual and functional inspection of the braided air hose presented no damage or irregularities.

Event description:
It was reported that there were no rpm display. Vascular access was obtain via femoral artery. The 85% stenosed, 28mmx 3mm, >45 bend, concentric target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A rotablator console was selected for use. During procedure, the console was functional; however, the digits of the tychometer was not visible. The procedure was completed with a different device. No patient complications were reported.